Event description:
Difficulty with stapler. When trying to remove the eea stapler, the head did not flip up and unable to get this past the anastomosis. It was clear the gun had fired; however, the anvil did nto flip in its normal fashion. A small colotomy was made and the eea anvil removed from the eea gun itself.